Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and a mesh was implanted. The patient had 3 hernias done with mesh repair via keyhole. It was reported that the patient can¿t put weight on his left leg and walks on a crutch permanently. It was also reported that the patient had burning down his entire right leg as well as burning with pins and needles in his left leg, penis, and testicles. It was reported that the patient did not have an erection for nearly two years and had struggles with bowel function and urinating. It was also reported that the patient also takes nerve and pain medication as well as stool softeners and laxatives. It was reported that the patient has pain in groin, stomach, left hip and lower back (neuralgia). It was reported that the patient can no longer walk more than 25 meters with an aid because of pain; and struggles to sit upright for more than 15 to 20 minutes. It was reported that the patient doesn¿t sleep properly and suffers from depression and anxiety. It was reported that the patient feels like his testicle is getting kicked, and knifed in stomach. No further information is available.